Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient is in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).